Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the lead returned with the helix was fully extended. Helix was able to be extended and retracted within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead helix didn not extend smoothly but jumped out suddenly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.